Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed showing 4 underfilled tubes post centrifugation with the gel sitting on the red blood cells. The indicated failure mode for poor barrier separation was not observed. Additionally, 4 retention samples from bd inventory were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1211g for 10 minutes, using an mse mistral 1000 centrifuge. All 4 tubes were found to have good gel separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode [poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced poor separator movement. This event occurred fifteen times. The following information was provided by the initial reporter. The customer stated: the sample collection is done in a clinic and sent to the customer's laboratory for analysis. After centrifugation, customer observed that the gel was sitting above the blood fraction. The incidence of the abnormal is every about 1in 3 samples sent by the clinic. Some of the samples sent to the customer's laboratory are kept overnight in refrigerator and only picked up by the customer's laboratory courier service the next day by 11.30 pm. Some samples are pick up on the same day. During courier from clinic to laboratory, the samples are stored in a cooler bag with ice packs.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced poor separator movement. This event occurred fifteen times. The following information was provided by the initial reporter. The customer stated: the sample collection is done in a clinic and sent to the customer's laboratory for analysis. After centrifugation, customer observed that the gel was sitting above the blood fraction. The incidence of the abnormal is every about 1in 3 samples sent by the clinic. Some of the samples sent to the customer's laboratory are kept overnight in refrigerator and only picked up by the customer's laboratory courier service the next day by 11.30 pm. Some samples are pick up on the same day. During courier from clinic to laboratory, the samples are stored in a cooler bag with ice packs.